Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: hernia (2016); 20 (suppl 1):s75¿s130 (p-457). Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products (prolene mesh) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product involved? (B)(4).

Event description:
It was reported in a journal article with title: mesh sutured repairs of abdominal wall defects. The authors introduced a novel mesh sutured technique that avoids large sheets of mesh yet still limits suture pull-through that leads to recurrences. This study involves 70 patients (mean age: 51.6 and mean bmi: 28.8) who underwent a mesh sutured repair of abdominal wall defects. A 18 mm wide strips of mesh cut lengthwise from a sheet of midweight prolene mesh (ethicon) were passed through the abdominal wall on either side of the defect with a sharp clamp and simply tied as a suture. No other mesh was used for closure in these abdominal walls. Reported complications included surgical site infection (n-5), seromas (n-7), hematomas (n-5), and delayed wound healing (n-3). In conclusion, mesh sutured repairs have been useful in many clinical indications where sheet meshes are either difficult or inadvisable to place. Early follow-up is extremely promising for durability of repair and absence of hernia, and longitudinal patient analysis is ongoing for this novel technique.